Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5099165. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2020. The skin reaction had occurred two days after the sensor was inserted. A voluntary event report was received on 03/02/2021 and it was reported that the patient had multiple burns and infection from dexcom g6 sensors. On (B)(6) 2021, the patient was contacted and stated that the skin reaction was described as multiple burns and infection. He self-treated with antibiotic ointment and leftover oral antibiotics he had at home from a previous unrelated issue. The patient reported the skin on both thighs at the site of the previous sensor patch reactions from 6 months ago was tough, thickened, and scarred. There was no report of healthcare personnel (hcp) evaluation or medical intervention. No additional patient or event information is available.